Event description:
A customer contacted beckman coulter inc. (Bci) in regards to bunm wetting agent that was leaking. No injury was reported.

Manufacturer narrative:
A replacement was sent to the customer.